Manufacturer narrative:
Date of event is estimated. (B)(6). The report of high impedance was confirmed. Analysis of the returned lead a found a kink on the outer tubing where all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Event description:
Related manufacturer reference number: 1627487-2022-06964. It was reported that the patient elected to have the system explanted although patient was experiencing effective therapy despite of high impedances. Analysis of the returned leads revealed the leads were fractured.